Manufacturer narrative:
This was initially reported on the summary report dated 12/28/2015 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urethral calcifications, urinary leakage, chronic urinary tract infection, mild hydronephrosis in the left ureter, mesh erosion and persistent incontinence. The plaintiff underwent a revision surgery and the mesh was partially explanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as cardiopulmonary arrest, respiratory failure and pneumonia. Related to manufacturer report #: 3011770902-2016-00216.